Manufacturer narrative:
Visual examination of the returned iunihg certain® gold-tite® hexed screw confirms the screw has fractured as reported.there does not appear to be any significant damage to the hex drive or the screw threads. DHR review could not be completed due to lack of lot number. No technical root cause could be determined.(B)(4)

Event description:
The doctor reports that the abutment screw fractured inside the restorative abutment. The fractured fragment was removed from the abutment and another screw was placed using the same abutment.